Event description:
It was reported that a remote monitoring alert was received from the implantable device, which indicated that the right ventricular (rv) lead shock impedance measurement was high and out of range (>125 ohms). It was noted that the impedance had been gradually increasing since the device's implant procedure earlier in 2023. Boston scientific technical services (ts) was contacted and it was discussed that potential changes in the pocket size surrounding the new device and/or calcification could be the cause of the gradual impedance elevation. Commanded shock testing was recommended to assess the system integrity. Additionally, increasing the remote impedance alert was also discussed, should the physician elect to continue with monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported.